Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed. A review of the downloaded log file showed 256 events spanning approximately 5 days ((B)(6) 2019 per time stamp). The backup battery fault alarm activated on (B)(6) 2019 at 14:11 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. When the load test failed, the loaded voltage measured ~11.22v and the unloaded voltage measured ~12.16v. The alarm remained active until (B)(6) 2019 at 23:53 when it cleared on its own. Prior to the failed load test the controller passed multiple load tests without issue. The backup battery was exchanged on (B)(6) 2019 at 10:46. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(4) was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault. The patient's backup battery was exchanged on (B)(6) 2019, however the alarms persisted and then the patient's controller was exchanged. No further information was provided.